Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. This instrument¿s grip-tips were not moving intuitively, i.e. They were not following the manual tool manipulator (mtm) input commands smoothly. However, visual inspection was performed, and no loose cables were observed. Additionally, the instrument was placed and driven on an in-house system. The grip-clip test was performed and failed after multiple attempts. The clip was unable to clip onto the tubing during in-house testing. The instrument was found to have an input disk broken. Hairline cracks were found on grip input shafts. The input disk #6 was found broken into pieces inside of the housing. As a result, non-intuitive motion and failed grip-clip test were observed.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument had loose cables causing jaw of arm to move freely. There was no report of patient involvement.